Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the basic occlusion, displacement and excessive no delivery test. No motor error alarms occurred during test. The motor pasted the test. It was also received with a broken belt clip slot, missing end cap sticker and scratched display window.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 92 mg/dl. The device was not exposed to a magnetic field and the customer was able to rewind. The device was returned for analysis.